Manufacturer narrative:
(B)(4). Date sent: 11/19/2024 additional information was requested, and the following was obtained: was a leak test performed? If so, what type and what was the result? -no. Was the staple line visualized endoscopically during the initial surgical procedure? -yes what was observed at the site of the leak upon reoperation? -unknown how was the leak addressed? -ex. Lap- unknown were there any issues experienced with the device in the initial surgical procedure? -no does the surgeon believe the post-operative issue was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. -no. Surgeon does not believe it was a device issue. What surgical procedure was performed? -right colectomy what anatomical structures was the device fired on? -right colon and transverse colon. What device was used to create the common channel?-tlc75 what was used to close the common opening? -tx60 and vicryl was the device difficult to fire? -no how were the post-operative issues identified? -exploratory surgery did the device cut at all? -yes were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. -no.

Event description:
It was reported that during a colectomy the patient had to be brought back for an ex lap due to an anastomotic leak along the staple line. Patient is recovering and doing well.

Manufacturer narrative:
(B)(40 date sent 11/5/2024 d4 batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 11/20/2024 corrected data: b1,b2, h1 investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Due to the additional information in mwr-14112024-0001749232 that stated "does the surgeon believe the post-operative issue was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. -no. Surgeon does not believe it was a device issue", it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.